Event description:
While performing a prostatic needle biopsy with a franklin-silverman needle a section of the slit needle was retained in the perineum. Placement of the retained item was verified with x-ray. Dr. Requested needle localization by the radiologist and patient retruned to surgery the following day for a follow-up procedure from the biopsy (turp) and removal of retained item. Dr. Did not think that hospitalization would be prolonged. Slit needle is being retained by o.r. Until notification or inforamtion as to where it should be sent.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.